Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high impedance measurements and a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Two fracture sites were observed near the proximal end of the suture sleeve position with all three of the coil wires fractured at 170mm and two of the wires fractured at 175mm. Therefore, the clinical observation was confirmed.